Event description:
It was reported that post implant of the leads, the right atrial (ra) lead was found to have an elevated capture threshold and the lead had partially dislodged off the lateral right atrial wall. The lead was repositioned and remains in use. It was further reported that the right ventricular (rv) lead was found to be fully dislodged from the rv apex. It was noted that the helix was unable to be retracted and noted that high torque forces were applied during initial lead placement due to difficult patient anatomy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. The analyst noted that the lead was returned with the helix partly retracted, tissue visible inside the helix and the distal conductor was distorted in the connector at 1.5cm, no further helix testing was possible. If information is provided in the future, a supplemental report will be issued.